Event description:
It was reported that pump displayed malfunction message with code malf 12 and there were no notable events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset pump with assistance, and no additional information was received regarding further outcome of event.